Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. An internal and external inspection was performed with no issues found. The homechoice device received a returned instrument testing evaluation (rite), which included functional and electrical testing, and failed. Upon completion of the investigation, the reported issue of ground bond failed performance specification was verified. The cause was identified to be the glue in the power entry module. The power entry module was scrapped and the device sent to service. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.